Manufacturer narrative:
(B)(4). Report source: foreign: japan investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental will be submitted.

Event description:
It was reported that the bone cement hardened faster than normal and there was a delay of a few minutes to replace the product. No patient harm reported. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
(B)(4). Product was not returned or pictures not provided. Visual device evaluation could not be performed. A retained sample of the same batch has been tested in the laboratory under standardized conditions. No unusual behaviour during mixing, handling or setting. The reported behaviour of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.